Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection before an unspecified procedure, the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc obtained information that the reported event occurred only when the device was used with 180 series of olympus endoscopes. Field service engineer went to the user facility to replace the circuit board of the device, and the reported event no longer recurred. Omsc guessed that the reported event was caused by the defect of the circuit board of the device. If additional information becomes available, this report will be supplemented.